Event description:
Type of procedure: posterior cervical fusion it was reported that, the patient underwent a posterior cervical fusion at c3 to c7. Intra-op, at the time of tightening lock nut of closed-end lateral connector, it was too hard to tighten up the nut. The lock nut did not turn both directions (to tighten or to loosen). The surgeon connected the implant with a rod and tried to tighten a lock nut with a driver, but because the lock nut was neither tightened nor loosened the surgeon used an alternate implant. This time also the lock nut was hard to tighten. The procedure was successfully completed with an alternate lateral connector. The physician reported that it was also difficult to tighten up the lock nut. As a result of the incident, the surgical time was extended for less than 15 minutes. After the surgery, the sales representative checked the product and confirmed that the lock nut could be tightened only with all his strength. The product was not used in patient. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The nut was able to be loosened and tightened without difficulty. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Device is returned, evaluation is yet to happen. We cannot draw any conclusions until the evaluation is complete .